Manufacturer narrative:
Product lot number and part have not been made available to abbott spine. Device is an instrument. Investigation is pending.

Event description:
In 2007, a patient underwent posterior cervical fusion. During the surgery, the nexlink set screw driver broke as the surgeon was trying to reattach the closure top. The tip of the driver was removed and there was no injury to the patient.